Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to adjust stimulation even with a new pt programmer, and the pt got the poor communication icon both with and without antenna attached. It was reported that the pt has had a lot of falls, and they haven't been able to use the pt programmer for about six months. Additional info has been requested.